Manufacturer narrative:
Patient age at time of event: over 40. (B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. There were no issues with priming and no bubble errors were noticed. Functional analysis was done and showed that the device perform as intended. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported aspiration failed during use. The physician selected a 2.1 mm jetstream xc atherectomy catheter for the procedure. During priming, they went through two bags of saline and kept getting a bubble error. A second 2.1 mm jetstream xc atherectomy catheter was opened and went through a half of a bag of heparinized saline, getting bubble errors. The catheter was able to finally complete priming. The device was advanced into the patient but when atherectomy was started, it ran for one or two seconds and the bubble error again while inside the patient. The device was removed from the patient and a non bsc device was used to complete the procedure. No patient complications were reported and the patient is doing fine.